Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1332 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch that "an 18g 4f power PICC solo catheter having difficulty with flushing PICC line removed with difficulty. Resistance noted and requiring muscle massage. Distal 5cm of line noted to be tortuous upon removal." No other information was provided.